Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Visual examination of the returned device identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. After soaking, the device was again subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole midway on the balloon. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at multiple locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified second right posterolateral segment to mid left anterior descending. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. Several inflations were done at 6atm on the first inflation, 8atm on the second inflation, 10atm on the third inflation and 10atm upon the fourth inflation; however, it was noted that the balloon ruptured at 10atm on the 5th inflation for 10seconds. The balloon was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified second right posterolateral segment to mid left anterior descending. A 10/2.75 flextome cutting balloon was selected for use. Several inflations were done at 6atm on the first inflation, 8atm on the second inflation, 10atm on the third inflation and 10atm upon the fourth inflation; however, it was noted that the balloon ruptured at 10atm on the 5th inflation for 10 seconds. The balloon was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.